Event description:
Patient reported being injected with juvéderm® voluma¿. The patient reported experienced a ¿very severe reaction,¿ of an ¿infection,¿ and ¿two very large abscess¿ which had to be drained several times. The patient had cosmetic surgery to remove excess saggy skin and was treated with hyaluronidase and four courses of antibiotics. The patient reported that at one point, it was thought they had (B)(6).¿ the patient reports current ¿deep lines on the face and scarring.¿ the event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.